Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wings of the device were deformed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received five photos for investigation. The evaluation of these photos indicated deformed wings. Additionally, ten retained samples were visually inspected, and no deformed wings were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: disfigured product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed the wings of the device were deformed. There was no health impact or consequence reported.